Event description:
On (B)(6) 2012 the patient contacted animas alleging that the keypad buttons have been intermittently unresponsive for the past two years. The patient noted that the button symbols are worn but denied any physical damage to the rubber keypad. The patient reportedly wears the pump in a case on a belt, and does not clean the pump. There is no reported patient impact as a result of the alleged issue. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was worn but intact. Evaluation revealed that the contrast and down arrow buttons were intermittently unresponsive and the up arrow and the ok buttons responded appropriately. There was evidence of contamination found under all of the key contacts.